Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted due to possible perforation, patient had a small pericardia effusion and was unclear which lead caused it. Patient also had shortness of breath and chest pain but all was resolved with new leads. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.